Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.this is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-02549.

Event description:
As reported by edwards affiliate from (B)(6), a 26mm sapien 3 case by transfemoral approach. During the procedure, there was a bit of resistance when the commander delivery system was pulled back after deploying the valve. Then, it was very difficult to pull through the esheath. After it was removed, the esheath was taken out and it appeared to be damaged, the inner lining of the sheath was pushed back and the esheath was split in the middle. The difficulty was experienced when removing the delivery system after deployment and the most difficult part was when pulling the balloon back through the esheath. This resulted in a flap dissection which caused a completed blockage of flow in the right femoral. A stent was required. There was a liner delamination seen on the pictures.

Manufacturer narrative:
The esheath was not returned for evaluation as it was discarded. Therefore, a no product return engineering evaluation was performed. A device history records (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review did not reveal similar complaints. The images provided by the complaint site were reviewed and the following were noted: the esheath appeared to have a liner delamination along a majority of the sheath. C marker appeared present on the liner. CT imagery (screenshot) showed calcification and tortuosity within the patient vessels in the region where withdrawal of the delivery system occurred through the esheath. The risk of difficulty or inability to withdraw delivery system and associated harms has been reduced as low as possible through design and manufacturing processes. Edwards has provided guidelines and instructions to the physicians in the IFU and training materials/refresher training on how to withdraw the system. Users are informed of the residual risks associated with use of the delivery system and sheath through the potential adverse events section in the instructions for use (IFU) and device training materials. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. An esheath liner delamination was confirmed based on the provided imagery. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, presence of a manufacturing non conformance was unable to be determined. Reviews of DHR, lot history, and complaint history revealed no indication that a manufacturing non conformance contributed to the event. A review of IFU and training materials revealed no deficiencies. Per the description, during the procedure, there was a bit of resistance when the commander delivery system was pulled back after deploying the valve. Then, it was very difficult to pull through the esheath. Per imagery provided, calcification and tortuosity was present within the vessels in the region where withdrawal of the delivery system occurs into the sheath. Calcification and tortuosity can create a challenging pathway during withdrawal potentially inducing non coaxiality between the delivery system as it enters the sheath tip. With excessive manipulation and pull force exerted to overcome any withdrawal difficulty, the sheaths liner likely delaminated. As such, available information suggests that patient factors (tortuosity, calcification) procedural factors (excessive manipulation) likely contributed to the complaint event. Since no edwards defect was identified, no corrective or preventative action is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursion above the control limits are assessed and documented as part of this monthly review.